Event description:
The following information was received from baxter (B)(4) and is a report from a consumer with supplemental information provided by a nurse in the USA of touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause was reported as touch contamination. The patient was not hospitalized for the event. The patient was treated with vancomycin (dose, frequency, and route not reported) for peritonitis. The patient was reported to be recovering from the peritonitis. Concomitant medications were not reported. On (B)(6) 2012 follow up information was received from a nurse. On an unreported date, the patient did a touch contamination. The patient disconnected, then reconnected and continued dialysis. The nurse reported the patient was retrained in aseptic technique. The nurse reported that the cause of the peritonitis was touch contamination and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). This complaint of use error/breach in aseptic technique and peritonitis is confirmed as the nurse reported the patient experienced a touch contamination resulting in a breach in aseptic technique. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up